Event description:
It was reported that the patient was undergoing a lead implant procedure and when the physician implanted the lead, the insertion needle damaged the lead. The lead was then removed from the patient and discarded by the facility. The procedure was aborted and nothing was implanted. The patient is doing well post-operatively.